Event description:
Information was received from a patient regarding an external device. The reason for the call was patient reported that they had to reschedule their MRI because they were told by the facility that they needed their therapy off. Patient stated they were now in the facility, and they had their handset and communicator, but they could not access the therapy application. Patient stated that they would get an unable to communicate message on their handset. Patient stated they never really used their handset or communicator since they got it because they had the therapy adjusted to a low intensity and they never really had to adjust it. Patient also mentioned that they had the communicator connected to the wall overnight. Patient mentioned that sometimes the therapy application would proceed to the communication in progress screen but would stop as 60 and show no device response. Agent had the patient unplug the co mmunicator from the ac power supply and the patient stated the communicator lights went off. Patient pressed on the power button of the communicator, but it was unresponsive. Patient attempted to reset the communicator, but it was also unresponsive. The communicator would only turn on when connected to the ac power supply. Agent had the patient connect the communicator to the ac power supply for now and the patient confirmed seeing a blinking green light. Agent walked the patient through unlinking handset and communicator to neurostimulator and also turning the handset bluetooth off then on as well as closing out of all applications on the handset. The patient attempted to access the therapy application but was still getting a no device response message when asked to place the communicator over the implantable neurostimulator (ins). Agent reviewed meaning of message and since communicator would not turn on unless connected to the ac power supply and would not reset, agent sent a request to repair to replace the communicator. Agent also set expectations with patient to possibly reach out to their hcp to have the implantable neurostimulator (ins) checked. Agent provided patient with nas phone number to provide the hcp just in case a rep is needed. Patient called in and mentioned that their communicator was not connecting. Pt added they got a new communicator and got the device paired but when they tried to connect, pt stated "the re's no more battery life". Pt mentioned they have the current device which they don't need to charge their implant but they were informed that they need to replace the battery every 3-5 years. When agent asked for the serial number of the communicator. Pt mentioned that they're not at home and they did not have the equipment with them. Pt will call back once the equipment is available to do the troubleshooting. When asked about the event day, pt mentioned about a month ago when they tried to do the MRI. Additional information was received from patient, it was reported that the battery had reached the end of life. The surgery was scheduled to replace the battery on 11-18-2025. First medtronic sent a new communicator. I was then able to connect to the device where the device said there was no battery life left.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.